Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the safety latch was broken as a result of rough handling. Functionally, the safety plate component was observed to move back and forward when closing or opening the instrument. The wing nut functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The complaint anvil was used to perform the functional test. The instrument was reloaded and applied to the appropriate test media with complaint anvil producing acceptable results for staples deployed and staple formation. Pusher-fingers and knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely for proper donut. The device also produced all expected audible, tactile and visual indicators during the functional testing. It was reported that the staples did not form as expected, the safety button did not function as intended, and staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the green bar is visible in the indicator window prior squeezing the handle for firing and to fully squeeze the handle to avoid staple formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 patient codes - c64343 (surint, ortime) additional information: d9, g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, at the anastomosis of proximal sigmoid/rectum, when attempted to release the safety, safety would not release. The stapler had been closed and the green bar was in view. The user reattempted but the safety would not budge. The user broke the safety and fired the stapler as usual but an unusual sound was heard. When the device was opened, the stapler had cut two donuts and the staples were deployed but not closed. The device partially fired. This left two open ends of bowel and the distal margin was very difficult to obtain initially. New distal margin was achieved and created new anastomosis to resolve the issue in order to complete the case. The event led to tissue loss of a small length of rectum and surgical time extension by 2 hours.